Event description:
It was reported that during use the implantable pulse generator (ipg) showed occurrence of the missing single pace but the cause was unknown. There were no anomalies with pacing threshold and sensing. The electrogram (egm) record showed missing single pace for the second time in a day. Feeback/input indicated to healthcare facility indicated high possibility of missing single pace at one hour and 30 seconds with the ipg. The physician was to be advised. The ipg remains in use, and no patient complications have been reported as a result of this event.

Event description:
Follow up information received indicated sensing sensitivity of the ventricle was changed, and the ipg remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.